Manufacturer narrative:
Product analysis #: (B)(4): brief description of complaint: the generator was brought to biomed because during the procedure, system remained active on coag when the button was released. It is unknown how the case was completed. An unknown peak device was used for the procedure. Biomed tested the generator again and it passed all functional tests; however, while trying to further trouble shoot the issue after the 2nd occurrence, biomed was able to replicate the issue in the following manner: if the coag button was pressed, and then the cut button was pressed while still holding the coag button down and then the coag button was released, the generator would still show coag as active. The same occurred with cut, if the cut button was pressed first. It was confirmed that there was no patient impact/injury investigation conclusion: the reported issue was not confirmed. Cut and coag of a 7-pin test device is functioning correctly and no signs of delayed energy delivery or remaining active were observed during the activation rf power. However, cosmetic damage to the bezel and power entry module was observed, but without a functional impact. Replacing bezel and power entry module returns the unit to acceptable cosmetic standards. Additionally, after the generator passed burn-in testing for two hours and thirty minutes, the monopolar rf leakage current check was performed and failed, exceeding the high limit. The 7 ¿ pin device was activated on coag 10 and a burnt smell occurred from the generator. An over-current condition occurred on the rf circuit board, causing the smell and high leakage current result. Replacing the rf circuit board restores functionality, returns the leakage current to within the specified range, and allows the unit to pass all functional testing post-repair. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, the plasmablade device remained active on coag when the button was released. There was no adverse effect to the patient reported. Biomedical engineering later tested the generator and confirmed the issue with another plasmablade device.